Event description:
It was reported that during a percutaneous transluminal angioplasty, the stent prematurely deployed. The 6.5x180mm, 75% stenosed, concentric and progressive target lesion was located in the mildly tortuous and mildly calcified iliac artery. The physician advanced an ultra-thin diamond balloon but was unable to dilate the calcified lesion. The physician then inserted the 7.0x118mm 75cm epic vas stent delivery system but the device got stuck in the sheath causing the stent to partially deploy in the sheath and partially in the patient's artery. The lesion was opened by a vascular surgeon to remove the stent. No additional patient complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).